Event description:
While inserting the icy catheter (lot # 172512) into the patient's right femoral vein, the physician felt resistance. As reported, both the catheter and guidewire were inspected before insertion and no issue was noted. After performing 3 unsuccessful insertion attempts, the physician removed the catheter and observed that both the icy catheter and guidewire were kinked. The catheter was kinked close to the distal balloon, and the guidewire was kinked at about 5~10 cm away from the distal end. The patient had no tortuous anatomy, and the physician is highly experienced in intravascular catheter placement. The physician used another icy catheter kit, which was successfully inserted into the patient's vein to initiate the ivtm treatment. No consequences or impacts on the patient.

Manufacturer narrative:
The icy catheter and guidewire associated with this complaint were discarded by the customer. Since no device was returned, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Event of ecchymosis, which is discoloration of the skin due to the rupture of the blood vessels below the surface of the skin, was not serious, the patient did not require treatment, and event resolved without sequelae. Event was probably related to the zoll catheter insertion difficulties due to relevant timing and location at insertion site. Ecchymosis at insertion site due to insertion difficulties is anticipated event and could potentially occur with usage of any catheter. Event was probably related to the zoll catheter but not related to the procedure.

Event description:
While inserting the icy catheter (lot # 172512) into the patient's right femoral vein, the physician felt resistance. As reported, both the catheter and guidewire (lot # unknown) were inspected before insertion and no issue was noted. After performing 3 unsuccessful insertion attempts, the physician removed the catheter and observed that both the icy catheter and guidewire were kinked. The catheter was kinked close to the distal balloon, and the guidewire was kinked at about 5 to 10 cm away from the distal end. The patient had no tortuous anatomy, and the physician is highly experienced in intravascular catheter placement. The physician used another icy catheter kit, which was successfully inserted into the patient's left femoral vein to initiate the ivtm treatment. After failing to insert the first icy catheter into the patient's right femoral vein, the staff continued to compress the insertion site for 10 -15 minutes, per the customer's standard clinical procedure. The next day, the customer found a few skin ecchymoses around the insertion site. After a few days, the ecchymoses resolved on their own without requiring any intervention and/or medications. Please see the following related MFR report: MFR # 3010617000-2022-00935 for the guidewire (lot # unknown)